Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse noted hard error 319 on arm 1 and replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the universal surgical manipulator (usm) 1 was received for evaluation and failure analysis (fa) testing was performed. The usm was tested on an in-house system where the error 319 was replicated. The usm was then tested on a testing platform where it failed the fiber test on the rolling loop fiber. The rolling loop fiber will replaced as a fix to the reported problem. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Field service engineer (fse) was able to reproduce the reported issue during investigation and replaced the usm to correct the problem. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system exhibited an error 319 concerning universal surgical manipulator (usm) 1. Error occurred after replacing instrument on usm1. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse), the reporter recovered the error by disabling the usm1. The customer informed that the error reoccurred directly after. They powered cycled the system and disabled usm1 again, but multiple errors prevented from resuming surgery. The isi tse confirmed error 319 pointing to internal usm1 fault and asked if they could resume surgery without arm 1, they agreed. The surgeon confirmed that they were able to drive the remaining 3 arms. The procedure continued and completed as planned with no patient injury and a delay of approximately 15 to 30 minutes. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.